Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch selected meter was reading inaccurately high compared to his feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone to obtain additional information. The patient reported on an unspecified time (B) (6) 2010 he obtained a reading "over 600 mg/dl" with the subject meter. Per the onetouch select owner's booklet, a message of "hi" appears when the meter detects blood glucose greater than "600 mg/dl." Therefore, it is not clear if the patient obtained an actual blood glucose value or the message of "hi." As a result of the alleged issue, the patient claimed he took an increased dose of insulin (type and amount unk) which at a later time resulted in a "low blood sugar." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the patient did not have test strips to run a control solution test. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.